Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found the no image displayed due to a faulty charged coupled device. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the high definition autoclavable camera had an abnormal appearance. The event was found during reprocessing. Upon inspection and testing of the returned device, it was observed that no image displayed due to a faulty charged coupled device. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.